Manufacturer narrative:
(B)(4). Device evaluation: the report of leakage during hemodialysis treatment was not confirmed. One cannon ii plus extension line assembly was returned. The compression cap, compression sleeve and catheter body were not returned. Microscopic inspection found that both hubs have small cracks extending from the opening into the hub body. Using a lab inventory compression sleeve, compression cap, and catheter body, the sample was leak tested. With the distal end of the catheter occluded, water was injected into each extension line. Each lumen was pressurized to 45psi for 30 seconds. No leaks or cross-overs were observed. The IFU provided with the set, warns that repeated over tightening of bloodlines, syringes, and caps will reduce connector life and could lead to potential connector failure. The IFU states to avoid excessive or prolonged use of alcohol based solutions and ointments to clean the catheter, and that solution should be completely dry before applying an occlusive dressing. It also states that the green compression sleeve must be present when threading the compression cap onto the hub, and that failure to do so may result in air embolism, blood loss, or catheter separation. A device other remarks: history record review was performed with no evidence to suggest any manufacturing related issues. Since the catheter had been in use for two months, it appears that operational context caused or contributed to the cracked hubs. The probable cause of leakage during hemodialysis treatment could not be determined based on the information provided and without a complete sample. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in nephrology, the catheter was inserted in the patient's jugular vein. After two months, the nurse found leakage when the patient had hemodialysis treatment. As a result, a new extension tube was placed. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence. The patient involved was a (B)(6) male.